Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920 - 2019 - 00516.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: unknown, item name: unknown cup, lot #: unknown; item number: unknown, item name: unknown kinectiv femoral neck, lot #: unknown; item number: unknown, item name: unknown m/l taper stem, lot #: unknown; item number: unknown, item name: unknown liner, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02165, 0001822565 - 2019 - 02214.

Event description:
It was reported patient underwent hip revision approximately eight (8) years five (5) months post-implantation due to unknown reasons. The head and neck components were removed and replaced. Attempts have been made and no additional is available.